Event description:
It was reported that a patient had their superion implant explanted. The physician performed a multi-level laminectomy and needed to remove the l2/3 superion implant in order to perform this procedure. The patient is reportedly doing well following the explant surgery.

Event description:
It was reported that a patient had their superion implant explanted. The physician performed a multi-level laminectomy and needed to remove the l2/3 superion implant in order to perform this procedure. The patient is reportedly doing well following the explant surgery. Additional information was received that there were no negative patient symptoms caused by the superion implant. The explanted device was not returned as it was not released by the medical facility.